Manufacturer narrative:
Device evaluation: g4, h2, h6 and h10. Results of investigation: service technician was not able to verify customer's reported problem. Ventilator was tested with a known good ac adapter and known good patient circuit connected. Vent passed 163 hour extended tests at customer's settings. Vent passed initial final test and initial alarm volume test, which includes alarm and ventilation functions.

Manufacturer narrative:
Third party service technician evaluated the ventilator and was not able to verify customer's reported problem. Ventilator was tested with a known good ac adapter and known good patient circuit connected. Ventilator passed 163 hour extended tests at customer's settings. Vent passed initial final test and initial alarm volume test, which includes alarm and ventilation functions. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that their revel ventilator would not deliver a breath, and would make a weird noise like it was trying to deliver a breath, the patient would then trigger a breath and unit would auto-cycle. They put the patient back on the hospital ventilator, then back on this unit and same thing happened. They switched to pressure ac and problem resolved, patient transported on this mode. The customer confirmed that there is no harm on the associated event.